Manufacturer narrative:
MFR received date: 24 oct 2019. The manufacturer¿s international service technician confirmed the reported issue. The oxygen chambers were self changing up and down. The manufacturer¿s international service technician replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20sep2019.

Event description:
The customer reported settings keep changing. Nav-ring failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.